Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the aspiration issue was not determined, but the possible cause could have been position. There was no device related issue suspected and the product was removed and discarded by the facility. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n143748018, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n143748018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp)manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 983.8 mcg/day dose via intrathecal drug delivery pump for intractable spasticity, other spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was having a pump replaced due to normal elective replacement indicator (eri) battery longevity and the hcp attempted to aspirate drug from the catheter access port (cap) of the pump and was only able to get a small amount of fluid. The hcp was concerned about this and decided to replace the pump connector using a 8578. The hcp attempted again to aspirate from the cap and only was able to aspirate a very small amount. The patient was not having any therapy issues prior to the replacement. A back table prime was not done with the new pump. Total catheter volume with drug was 0.210 ml. Pump tubing a section of catheter was no drug 0.3 ml, 10.5 hrs drug therapy, and 15 hrs no drug therapy. The patient would be in the hospital and monitored. If needed the hcp would give oral baclofen. No symptoms were reported. No further complications were reported.